Manufacturer narrative:
This form was completed by the manufacturer.

Event description:
The haptic of the lens bent and would not center in the eye. The lens was removed and replaced with no patient injury.